Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer contact reported the device displayed a red x and will not turn on. There was no reported pt harm.